Event description:
A caller reported a high reading issue with the adc device. The caller reported unspecified higher sensor readings, and customer experienced tremors, dizziness, weakness, and seizure. A glucose result of below 2 mmol/l was obtained from unspecified device, and customer was treated with honey-water by third-party. Of note, customer was wearing sensor on thigh which is off-label placement. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-mar-2022. As the medical event occurred on (B)(6) 2022 device was in use beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.